Manufacturer narrative:
One fogarty catheter was returned for evaluation without any attached components. No syringe or packaging was returned. Balloon was found to be ruptured around the circumference of the balloon latex. The ruptured edges of the balloon latex appeared to be different shapes and was not able to match up. No resistance was observed when air was injected into the balloon inflation lumen. Through lumen was found to be patent without any leakage or occlusion. No other visible damage or inconsistency to the catheter body, balloon, or windings was observed. Balloon inflation testing performed with a lab 5 cc syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of resistance issue was not confirmed, however, balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is stated in the IFU that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. Specifications for inflation volume and maximum pull force are listed in the IFU. In this case it is unknown if user factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that resistance was felt when the customer inflated the balloon before use. Eventually, the balloon ruptured. There were no patient complications reported. Patient demographics were unable to be obtained.